Event description:
This procedure was performed in (B)(6) as part of the (B)(6) study: on (B)(6) 2014, the patient was has pre-dilated and a grade b dissection occurred and was persistent up to the end of the index procedure (treatment phase + post-dilatation). A stent was implanted after the post-dilatation. This event has been reported as highly probably related to the procedure and to the devices. Please reference MDR 2183870-2014-00209 for the other ever-cross used in this procedure.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.